Manufacturer narrative:
(B)(4). Device manufacture date: since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Additional information: describe event or problem, other relevant history, implant date, if follow-up, what type?, date received by MFR, type of reports. Additional patient codes: (B)(4).

Event description:
On (B)(6) 2005: had vaginal yeast infections in past with antibiotic use. On (B)(6) 2008: pelvic ultrasound - prominent feeding vessel which might indicate the presence of a polyp. Uterine fibroids are noted. On (B)(6) 2008 endometrial polyp. On (B)(6) 2008: had urinary frequency, dysuria. Urinalysis showed occasional bacteria. Assessed with urinary tract infection (uti). On (B)(6) 2009: underwent dilatation and curettage hysteroscopy on (B)(6) 2010: had vaginal discharge. On (B)(6) 2011: underwent diagnostic hysteroscopy, dilatation and curettage, and polypectomy for post menopausal bleeding. On (B)(6) 2013: bleeding, granulation tissue ¿ prolapse symptoms : diagnosed with granulation tissue at anterior vaginal wall. On (B)(6) 2013: vaginal bleeding ¿ physical exam: granulation area and urethra on anterior wall ¿ few 8 mm fibers of mesh seen on scar tissue. On (B)(6) 2013: had vaginal mesh erosion. On (B)(6) 2013: underwent excision and repair of vaginal mesh erosion, cystoscopy for vaginal mesh erosion under intravenous sedation. Continued on page 3 following mesh revision the patient developed dysuria, urgency, granulation tissue, vaginal bleeding, uti, right anterior sulcus erosion, right sided mesh erosion, bladder wall thickening, lower abdominal pain, pelvic pain, hematuria, retropubic mesh abscess/collection during the time period from (B)(6) 2014 to (B)(6) 2016 and underwent the below mentioned additional surgeries. Additional surgery: (B)(6) 2014: underwent cystoscopy, biopsy and fulguration of bladder lesion for bladder irregularity on previous cystoscopy and CT scan under spinal anesthesia . Interventional surgery: (B)(6) 2016: underwent open excision of mesh complication collection/abscess under general anesthesia